Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation: external, visual inspection showed there were no signs of any physical damage. There were no indications of dried fluid within the cassette compartment underneath the mushroom heads. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. The heater tray/scale was not obstructed. A simulated treatment was completed without alarms or problems occurring. There were no fluid leaks in the test cassette during a simulated treatment. The valve actuation test and system air leak test passed. Internal inspection: there were no indications of fluid or dried fluid inside the cassette compartment or in the interior of the received unit. The internal visual inspection of the received cycler unit found no discrepancies. A device manufacturing record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specs.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the clinical and manufacturer's device investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient reported he developed peritonitis. Upon follow up w/the patient's pd nurse, she confirmed the patient's peritonitis was caused by touch contamination. The patient is doing well w/the antibiotic ceftazidime, cefazolin) therapy and remains w/the ccpd program. The patient was not admitted to the hospital for this event. The patient's medical records were requested.